Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the device "does not synchronize". There was reported patient involvement resulting in injury to the patient. The type of injury was not described. There is no indication that the injury was serious--no indication of loss of function or clinical action taken to mitigate risk of serious injury or death.